Manufacturer narrative:
Zoll med corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to select energy or discharge via the attached paddles. Complainant indicated that there was no pt involvement in the reported malfunction.